Event description:
The health care professional reported that the patient turned off the device because it wasn¿t working and they were in a lot of pain when the device was on. The patient didn¿t know if they had a programmer or not to determine the MRI eligibility. An MRI was scheduled for the lumbar spine. No other patient symptoms were reported. Indications for use include spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.